Event description:
Patient reported "rupture of the left breast implant and deformities were noted" and "drastic ruptures and deformations". Later, healthcare professional reported "rupture with almost complete dissolving of the implant". This record is for the left side. The device was explanted and replaced with a non-abbvie device and it will be returned.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture : observed broken device through microscopic inspection assessed as surgical damage . No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, deformities.

Event description:
Patient reported left side "rupture and deformities were noted." Patient later reported "drastic ruptures and deformations". The device has been explanted and replaced.

Event description:
Patient reported "rupture of the left breast and deformities were noted." Patient additionally reported "drastic ruptures and deformations". Later, healthcare professional reported "rupture with almost complete dissolving of the implant". This record is for the left side. The device was explanted and replaced by non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b6, d6a.

Event description:
Patient reported left side "rupture and deformities were noted." Patient later reported "drastic ruptures and deformations". The device has been explanted and replaced.